Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter indicated there were 4 failures in the month of (B)(6) 2023. E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was clotting/micro clots/fibrin clots. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: the anticoagulant in the tube is not correct. Incident occur after use. We have a certain number of samples that have shown clots on citrate tubes (5 in july, 6 in august, 4 in september) which is very annoying when it comes to urgent analyses such as dimers (consequences: we were unable to give the patient a result because even the 2nd sample also showed clots). We make sure that we don't reuse tubes from ide boxes at the various sites and that we no longer use tubes with an expiry date of 09/23. I had also issued a reminder that these tubes should be carefully and sufficiently homogenised after sampling. So to sum up, we had coagulated citrate tubes from various peripheral sites. Citrate is supposed to prevent clotting. We suspect a defect in the current batch of citrate. The action of the anticoagulant in the tube is not consistent.

Event description:
It was reported that during use with the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was clotting/micro clots/fibrin clots. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: the anticoagulant in the tube is not correct. Incident occur after use. We have a certain number of samples that have shown clots on citrate tubes (5 in july, 6 in august, 4 in september) which is very annoying when it comes to urgent analyses such as ddimers (consequences: we were unable to give the patient a result because even the 2nd sample also showed clots). We make sure that we don't reuse tubes from ide boxes at the various sites and that we no longer use tubes with an expiry date of 09/23. I had also issued a reminder that these tubes should be carefully and sufficiently homogenised after sampling. So to sum up, we had coagulated citrate tubes from various peripheral sites. Citrate is supposed to prevent clotting. We suspect a defect in the current batch of citrate. The action of the anticoagulant in the tube is not consistent.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.